Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The initial reporter explained that the patient received an occlusion alarm during basal delivery. This caused her blood glucose to increase to 301mg/dl in which a manual injection was needed. Ketones were present but no results were noted in complaint. The cause of the alarm was due to the tubing according to the patient and the tubing and site were changed. Unknown patient injury at this time.